Event description:
The laser was used to remove a wart on the end of the toe. The device operator pulsed in the same spot repeatedly. The patient experienced prolonged wound healing that required medical intervention. The device performed as intended. The patient has pre-existing medical condition and is receiving a medication infusion that may slow wound healing.

Manufacturer narrative:
Physician originally stated that "30 laser pulses" were applied to a single wart. The number of pulses was then revised down to between "5 to 20 pulses." The instructions for use recommend 1+ laser pulse and the pulses should not be "stacked" directly on top of another. The device was evaluated - energy output measurement meets manufacture's specifications.